Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the recharger (insr) screen was frozen. The patient reported that the insr screen was blank and a single tone was repeating every few seconds. The patient was assisted for troubleshooting and was able to reset the insr and reported seeing the splash screen. The patient also reported that she saw the thermometer icon come up on the night prior to the report during recharging. The patient reported that she had been charging for a long time with poor coupling and reported her back felt warm. The patient reported that she was not charging under blankets/pillows or near an ambient heat source. It was noted that troubleshooting and resetting the insr resolved the issue. No further complications anticipated.